Event description:
Follow-up information revealed the met with the physician and the patient's wound has healed and no drainage is present. The reported issue is now resolved. It was noted the patient was prescribed a prophylactic course of oral antibiotics.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing drainage at the ipg site. The patient stated she is not experiencing any pain/discomfort at the site. The patient is to follow-up with the physician as the next course of action.